Event description:
It was reported that the patient had one low flow alarm that was not seen on the monitor. Log files were submitted for review and captured clusters of pulsatility index (pi) events. The log files also captured a transient internal motor instability fault on (B)(6)2024 at 4:57 am which appeared to have self-resolved. No low flows were captured in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, review of the submitted log files revealed a transient increase in rotor noise values. These faults resolved quickly, and no further related events were observed. A specific cause for the change in rotor parameters could not conclusively be determined through this evaluation. The controller event log files contained events from 04jul2025 through 06jul2024. One motor instability left ventricular assist device (lvad) fault flag was captured on 06jul2024 that resolved on its own. The lvad event log files contained events from 05jul2024 through 06jul2024. An increase in rotor noise, resulting in rotor noise faults, was observed on 06jul2024. Shortly after, rotor noise values returned to baseline and no further related events were observed. No other notable events were observed, and the pump appeared to have operated as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-042494. No further related events have been reported at this time. The relevant sections of the device history records for mlp-042494 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.